Event description:
Boston scientific received info that this right ventricular lead displayed high threshold measurements following implant. The lead was explanted and replaced due to dislodgement. No adverse pt effects were reported.